Event description:
Related manufacturer reference number: 1627487-2023-01441. It was reported that both of the patient's leads had high impedances on them. Surgical intervention may occur in the future to address the issue.

Manufacturer narrative:
Exact date of event is unknown. During processing of this incident, attempts were made to obtain complete patient information. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.